Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving atp and hv shock. All lead measurements were stable and in range and the noise was not reproducible with isometrics. Later, rv noise presented on the real-time egm. During the procedure, the proximal connectors and trifurcated portion of the lead were noted to be encapsulated in the pocket. Due to the fibrous tissue, the physician elected to cut the lead just below the trifurcation and successfully explanted the remainder. Visual examination of the explanted portion revealed exposed conductors near the suture sleeve. It was noted that the patient is an avid golfer. The physician believes that electrical issues may be due to damage from repetitive motions. The patient also has a capped lead that may have contributed to the previously observed noise. Patient was doing well post-procedure.